Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned for analysis in 2 segments. External insulation abrasion breaching the nonfunctional cable lumen was noted at 16.4-16.9 cm from the distal tip consistent with friction to another device or patient anatomy. Internal insulation abrasions breaching the ring electrode (re) cable lumen were noted at 7.0-7.3 cm, 13.0-13.5 cm, and 15.6-17.9 cm from the distal tip. In two locations all lumens were abraded with no damage noted to the ptfe liner and the cable coating. In one location procedural damage was noted to one of the re cables insulation and the ptfe liner.

Event description:
This report is to advise of an event observed during analysis.